Event description:
Patient's husband reported right side rupture, pain, and discomfort. Healthcare professional later reported cyst. Patient additionally reported seroma-late. Device remains implanted.

Manufacturer narrative:
The event of "seoma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient's husband reported right side rupture, pain, and discomfort. Healthcare professional later reported cyst. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, discomfort.